Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the DHR) did not reveal a probable cause for the customer complaint.

Event description:
A user facility biomedical engineer (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow-up information with the nurse revealed that the blood leak occurred approximately two hours after the initiation of treatment. The machine alarmed for blood leak as appropriate. The blood was not visually observed in the dialysate; however, blood test strips were used and positivity confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was discarded and therefore not available to be returned to the manufacturer for evaluation.